Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not leak properly. The seal stayed inside the loading device when staff removed the delivery device. This portion of the procedure was completed using a side-biting clamp. During the endoscopic vein harvesting portion of the procedure, the hemopro silicon jaw cracked but no pieces fell off. A replacement hemopro device was used to complete the case. No patient complications were reported by the hospital. This report is for the first heartstring device.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was inside the loader device and that the plunger had not been depressed. The seal had been rolled and was inside the delivery tube and flared. An attempt was made to remove the delivery tube from the delivery device but interference was noticed. The top portion of the delivery device was carefully removed and it showed that the part of the seal that was not loaded into the delivery tube was getting stuck between the tabs of the delivery device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.